Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-02005. The patient received his scs system, including two percutaneous leads, on (B)(6) 2003. It was reported the patient suddenly lost stimulation from his scs system after lying down. The physician was unable to recapture stimulation through reprogramming. Diagnostic testing of the leads found 4 invalid contacts. The physician ordered an x-ray of the patient's scs system. At this time, the scs system remains implanted. The physician has not made a determination regarding next steps. Follow up on the patient found no further issues reported.